Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26 mm transcatheter bioprosthetic valve, echocardiogram measurements were performed, and a 26 mm valve was chosen for implant. However, the measurements were incorrect, and a 29 mm valve should have been used. Moderate paravalvular leak (pvl) was reported. A non-medtronic cerebral protection device was attempted to be implanted, however radial access was unable to be obtained. A non-medtronic valve was implanted the following day reducing the pvl. The next day, the patient had a stroke. It is unknown what caused the stroke. No additional adverse patient effects were reported.